Event description:
The dealer states that the patient was going down the street and the chair stopped threw a right motor fault. The dealer states that the patient was stranded in the road but he did get home.